Manufacturer narrative:
(B)(6). One 4.5mm twinfix¿ ultra ti suture anchor with needles was returned for evaluation. Visual assessment of the device confirmed the reported complaint. The anchor is free from the inserter. There is bone within the anchor eyelet confirming anchor was partially implanted. The suture is free from the handle indicating that the inserter was prematurely removed from the anchor prior to complete insertion. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a ankle ligament repair procedure, when the bone was drilled with correct drill 3.5 for prep before implant attempted to be inserted, the anchor dislodged from inserter handle half way through inserting. The anchor fell off into the patient; the anchor was inserted half way into bone. The anchor was removed with a pair of pliers; the physician was confident all fragments were retrieved. The backup device used to complete the procedure was another of the same type of device and same lot. The surgeon used the same site, it was re-drilled. The procedure was completed with a back up device available. There was a 10 minute delay in the procedure.